Event description:
Profound and permanent neurological injuries [nervous system disorder]. Extensive nerve damage [nerve injury]. Neuropathy [neuropathy peripheral]. Severe and permanent physical injuries [injury]. Hypocupremia [copper deficiency]. Tingling legs [paraesthesia]. Twitching legs [muscle twitching]. Involuntary movement in legs [dyskinesia]. Hand tremors [tremor]. Balance problems [balance disorder]. Case description: an attorney reported that their client, a (B)(6) male, used fixodent denture adhesive, version unk, cream beginning in 1972 through 1988 and super poligrip beginning in 1988 through 2009, and reported the following: profound and permanent neurological injuries, extensive nerve damage, neuropathy, severe and permanent physical injuries, hypocupremia, tingling legs, twitching legs, involuntary movement in legs, hand tremors, and balance problems. Health care professional was visited. Treatment: "medical care and treatment". The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.